Event description:
Additional information received from the health care provider (hcp) reported that the troubleshooting performed related to the accidents, flooding, and leakage was that the hcp confirmed normal impedances and battery settings and adjusted stimulation settings. The hcp counselled the patient repeatedly in detail about fluid intake. The actions taken to resolve the accidents, flooding, and leakage were that the patient had been see twice in the office for follow-up and the hcp had several phone conversations with the patient's sister, who understood the device, as well had the manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va100z5, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had experienced a loss or change of therapy. The caller reported that the interstim was not working, meaning that it was not helping the patient's urinary symptoms and she was still having accidents, flooding, and leakage. The patient did very well initially after implant (she had good therapeutic effect) but then had a loss of therapeutic effect. The patient was seeing the poor communication screen when trying to use the patient programmer to check the device status. Regarding were trauma/falls reported that could be related to this issue, it was noted that: the following night after the day of her surgery the patient had gotten up in the night and she slid out of her wheelchair and hit her back on the wheelchair seat. The caller was not with the patient during the call. The caller was wondering if she can call patient services back when she is with the patient to walk through using the patient programmer. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Notify date: (B)(6) 2015. Caller indicated a manufacturer's representative contacted them and they discussed reported concerns. Caller states she has contacted managing hcp's (healthcare providers) office and is waiting to hear back. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.